Event description:
Updated summary: customer reported that her pump was damaged and had tape around the battery compartment and the serial number sticker had faded off. Customer also mentioned having a low blood glucose value. Paramedics were called and she was transported to the emergency room for the low. What led up to the emergency room visit was not eating during a sarcoidosis flare-up. Low was treated with glucose packets in the hospital. Per (B)(4), the pump was cracked along the battery compartment due to wear and tear and customer said that there was no damage to the retainer ring. Customer declined troubleshooting. It was unknown if pump was used within 48 hours of the low. There was no high. Pump does not have smartguard/auto mode feature. Customer discontinued the pump and returned it under (B)(4).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cosmetic damage to the insulin pump. The customer reported blood glucose value of 49 mg/dl. The customer reported hypoglycemia treated with emergency medical services. The event involved product(s) mmt-332a, mmt-1715kl, mmt-397a. No further patient complications were reported. It was unknown if the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. It is unknown whether the customer was using the smart guard auto mode of the insulin pump. No product return is required for mmt-332a. No product return is required for mmt-1715kl. No product return is required for mmt-397a.